Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was brought into the office after the transmission was viewed. It appeared there may have been loss of atrial capture. The device checked out fine in the office and remains in use. No patient complications have been reported as a result of this event.